Event description:
The distributor reported the device was opened in an unk procedure. It was reported the al326 had no clips when it was opened. It is unk how the case was completed. There was no consequence to the pt.